Event description:
Balloon rupture as reported: port access case asd closure and tricuspid repair. Balloon positioned and inflated without incident. Prior to intended endo aortic balloon deflation, the balloon rapidly deflated. Blood aspirated from balloon inflation lumen. Balloon withdrawn from body . On examination larger tear on the balloon. Surgeon´s assumption was balloon snagged on previously unidentified plaque in ascending aorta. Blame not attributed to the product.

Manufacturer narrative:
Customer report was confirmed. No blood was found inside balloon lumen or underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Unit is sent to accellent for further evaluation. In 2009, the balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. There is wall thinning in the area of the burst. There is no way to determine exact root cause of the burst however this may have occurred during inflation or use. Water was introduced through all but the balloon lumen and the water flows from where it should. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that testing.